Manufacturer narrative:
No evidence was found with the implant after evaluation. Customer reported fistula, mobility and inadequate bone quality/bone quantity.

Event description:
Mobility, fistula and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.